Event description:
As reported, the patient underwent an initial total knee arthroplasty. Because the patient has filed a long form it appears they are alleging prosthesis wear of their exactech device. The patient has required additional physical therapy.